Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that some clips dropped and some malformed. Another device was used to complete the case. There was no consequence to the patient.